Manufacturer narrative:
After clinical secondary review of this file performed on 3/25/2020, it was decided to add code breast mass to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient experienced breast pain on the left breast. The date problem observed was (B)(6) 2019. The left breast implant was ruptured with thickening of the scapula. No malignancy present. On (B)(6) 2020, a manufacturing record evaluation (mre) was performed for the finished device number 169232, and no non-conformance's related to the reported complaint were identified. On (B)(6) 2020, the device was visually inspected and an area of siltex cracking was observed on the posterior view. Additionally, a tear measuring approximately 1.5 cm was found within the siltex cracking area, causing a rupture. The evaluation determined that the rupture is consistent with the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2020, it was decided to remove breast mass and breast pain codes and insert capsular contracture code to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the device was visually inspected and an area of siltex cracking was observed on the posterior view. Additionally, a tear measuring approximately 1.5 cm was found within the siltex cracking area, causing a rupture. The evaluation determined that the rupture is consistent with the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: late onset seroma and breast mass and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with mentor memorygel breast implant 325cc on (B)(6) 2000 and now presented with swelling of left breast. On (B)(6) 2020 patient underwent capsulectomy of left breast with implant removal. During surgical procedure 60 ml of brownish fluid was withdrawn. The capsule felt irregularly thickened in multiple areas, and densely adherent to the underlying chest wall. The capsule was opened, and the ruptured gel implant was removed. Examination of the capsule revealed multiple areas of small grape-like clusters of tumor. As much of the anterior capsule as possible was dissected and removed. Additional areas on the chest wall were then removed except for a roughly 6 by 6 cm area that was extremely adherent and contained no visible tumor. A drain was placed and secured, a new device was not implanted due to pending further diagnosis and treatment of the tumors. No further information was provided regarding this case.